Manufacturer narrative:
The investigation has not been able to determine which prismaflex was involved in the reported event, so no eval of the machine involved is possible. Although the pt's treatment record is not available, the investigation has shown that the pt had been receiving cvvhdf treatment for 42 hours on a prismaflex using an m60 set while his condition progressively deteriorated. There was no report of any alarm or any anomalies regarding the prismaflex during the 42 hours before the pt expired. The use of an m60 set on a pt of this weight is contrary to the cautions and warnings section on the prismaflex set m60/m100 set instructions for use which state: "the pediatric use of the prismaflex set m60 should be restricted to children with body weight greater than 11kg (24 lbs)". Hosp staff does not believe that the prismaflex machine caused or contributed to the pt's death. The pt was gravely ill and his death was not unexpected. Gambro has found no evidence to suggest that its device caused or contributed to this event.